Event description:
Revision occurred approximately 4 weeks after the prior revision surgery, which occurred on (B)(6) 2025. The primary surgery occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at the implant site and was a total explantation of fx product. A 40/14 system stem, a 24 mm + 6 lateralized baseplate, a 40 mm centered glenosphere, a 36 mm + 3 standard humeral cup, a 9 mm spacer, and 4 standard screws were explanted. These parts were replaced with a competitor antibiotic spacer.

Manufacturer narrative:
Revision occurred after 4 weeks due to infection. No actual, implied, or suspect link to fx product.